Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that farawave catheter was selected for an atrial fibrillation ablation procedure. During the procedure, the farawave was prepped correctly but on insertion the catheter was leaking saline from the handle. The catheter was replaced and procedure was completed successfully. No patient complication was reported.